Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence has been estimated. Date of implant has been estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature attachment titled endovascular treatment of severely calcified femoropopliteal lesions using the pave-and-crack technique: technical description and 12 month results. [(B)(4)].

Event description:
This event was captured based on literature review. It was reported through a research article titled: endovascular treatment of severely calcified femoropopliteal lesions using the 'pave-and-crack' technique: technical description and 12 month results. A retrospective study was conducted of 67 consecutive peripheral artery disease patients (mean age 71 +/- 8 years; 54 men) who underwent the femoropopliteal pave-and-crack technique during endovascular treatment at a single center between september 2011 and february 2017. Results identified use of the supera peripheral stent system may be related to patient death. Specific patient information is documented as unknown.

Manufacturer narrative:
(B)(4). No UDI is being reported since the part and lot numbers were not reported. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted since the part and lot numbers were not provided/reported. The reported patient effect of death is listed in the instructions for use (IFU) supera peripheral stent systems as a known patient effect of the stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.